Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Weekly battery voltage trend data shows minimum battery equals 3.011 to 2.80 volts range between (B)(4) 2012 and (B)(4) 2013 is before device recommended replacement time (rrt) less than or equal to 2.6251 volt. This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action. Concomitant medical products: 4592, implantable pacing lead, (B)(6) 2010; 4194, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery was approaching elective replacement indicator (eri) and did not last as long as expected. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
The ICD was subsequently removed and returned to the manufacturer.